Event description:
Reporter alleged blood glucose measured 146 mg/dl back to back with a result of hi performed within one minute apart. No actions or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.